Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "accessed patient and saw flush/blood coming out of the side of the clave. Removed needle/clave and noticed that there was a hole in the side of the bonded connection causing blood/ flush to come out." No other information was provided.